Manufacturer narrative:
The stimulator and extensions were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the stimulator pocket was opened to check the system. The physician noticed that one of the two extension ('lpe") cables next to the extension-pin-connectors was broken. It was the electrode that worked before. As the physician went to connect the new extension ("lpe") to the stimulator, he noticed that the sealing lip for channel 2 of the stimulator was damaged. Liquid came out of this sealing lip. The lpe connector extension pins had to be cut for explantation. Both extensions ("lpe") and the stimulator were replaced. The patient was doing well after surgery.